Event description:
The manufacturer became aware of a ds2adv auto CPAP . The service center received information alleging pca is burned. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the technician's evaluation, the technician noticed pca is burned. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer became aware of a ds2adv auto CPAP. The service center received information alleging pca is burned. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the technician's evaluation, the technician noticed pca is burned. Should additional relevant information become available, a follow-up report will be submitted. Theds2adv auto CPAP device was returned to pil for further investigation. There was an initial allegation of "service due ". During the evaluation pil was able to confirm the complaint of "service due". Possibly due to the potential thermal event. External inspection identified dust-like contamination, iso port had potential mineral deposits inside it, inlet/outlet seal had white dust-like contamination on it. Potential mineral deposits on top of pca. Potential corrosion on pca (printed circuit assembly) indicate possible water was on the pca. Although the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer became aware of a ds2adv auto CPAP. The service center received information alleging pca is burned. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the technician's evaluation, the technician noticed pca is burned. Should additional relevant information become available, a follow-up report will be submitted. Theds2adv auto CPAP device was returned to pil for further investigation. There was an initial allegation of "service due ". During the evaluation pil was able to confirm the complaint of "service due". Possibly due to the potential thermal event. External inspection identified dust-like contamination, iso port had potential mineral deposits inside it, inlet/outlet seal had white dust-like contamination on it. Potential mineral deposits on top of pca. Potential corrosion on pca (printed circuit assembly) indicate possible water was on the pca. Although the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Box h has been updated/corrected.